Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 513 mg/dl. Customer's current blood glucose was 414 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with insulin pump. Troubleshooting was done for high blood glucose. Customer had been using insulin pump system within 48 hours of high blood glucose. Auto mode feature was active at the time of event. Based on customer report customer alleges insulin pump was under delivering because they had tried changing insulin, changing infusion set and reservoir as well as site, still blood glucose was high. The insulin pump will be and reservoir will not returned for analysis.